Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer reports the drive support cap appears normal (slightly indented). Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind due to pump alarm. The customer¿s blood glucose level was 135 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.